Manufacturer narrative:
The reported complaint was confirmed. Data log analysis shows the level system in use on the complaint date. At 1:06pm the alert sensor intermittently reports an uncoupled status. This occurs until the perfusion screen is exited at 4:12 pm. The uncoupled status causes a ¿not attached¿ message on the central control monitor (ccm) screen and an associated audible alert. There were no error messages noted in the log analysis. Based on customer correspondence, it appears the user was following the operators manual for attaching level sensors. No parts were returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). The software data logs were received by the manufacturer on (B)(6) 2015 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a sensor failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The customer checked the alert/alarm function prior to the beginning of the case. The sensors were mounted on a flat area, not over a seam or label. They waited over five minutes to attach the level sensor to the level sensor pad. There was no damage noted to the level sensor surface or cable.

Event description:
Per the clinical review: in review of the logs, it appears the level sensing system (module) is working and functional. The user did turn off and back on the level sensors a number of times and also lost coupling. Loss of coupling is frequently due to user error and / or sensor face degredation issues and could be due to a number of causes: sensor pads not placed on a flat area of the reservoir; pads not allowed to cure, prior to sensor placement (five minutes); coupling gel issues; concave sensor face from wear and tear. The logs do not indicate an issue with module. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. It appears the sensor was changed during the procedure.